Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Event date: exact event date unknown, the device was removed several months ago.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral erosion, leading to a revision procedure. The entire aus was removed and after several months, a new device was implanted . No additional patient complications were reported.